Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, the device interrogation was done for the remote records. Device interrogation revealed low impedance than the programmed value on the right ventricular (rv) lead. The output on the lead was higher side due to polarity switch. Attempt to decrease the output value failed as it showed a message 'protected parameter'. Noise and loss of pacing was also noted on the rv lead. Programming changes were made. After the changes, the further investigation displayed that lead was stable with no noise. Isometrics did not show any further noise. X-ray confirmed no damage to insulation or fracture on the lead. It was decided to monitor the lead remotely. The patient was stable.